Event description:
A report was received that during a lead revision due to inadequate pain relief the physician noted high impedances. The physician felt there was something wrong with the splitter so he replaced the splitter and two extensions.

Event description:
A report was received that during a lead revision due to inadequate pain relief the physician noted high impedances. The physician felt there was something wrong with the splitter so he replaced the splitter and two extensions.

Manufacturer narrative:
Additional information was received that during the revision lead extension sc-3138-35, s/n (B)(4) was accidentally cut by the physician. This is one of the lead extensions that was explanted during the procedure. Also, during the revision lead extension sc-3138-35, s/n (B)(4) was not explanted as reported in the initial MDR but implanted during the procedure. A review of the manufacturing documentation for the splitter and lead extensions (sc-3138-35, s/n (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device evaluation indicated that the lead extension (sc-3138-35 sn/ (B)(4)) passed photographic imaging tests performed. The damage to the lead extension was a result of a typical procedure and was not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-35, serial # (B)(4), description: scs phiii extension 35cm. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.